Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During an initial evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'negative flow calibration.' The device evaluation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During an initial evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'negative flow calibration.' Additional information was received regarding the completion of the device evaluation. The service technician notes that the sensor table was recalibrated at the test station in order to resolve the test failure. The device was retested and passed all testing. The reported negative flow calibration test failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.